Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia after pausing the ilet pump for more than an hour to charge the device and remaining disconnected, with a fingerstick blood glucose of 343 mg/dl and concurrent connectivity issues with a freestyle libre 3+ sensor; no device alerts occurred and no device component malfunction was identified. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy without emergency care or hospitalization. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem, identified a usage problem related to an improper or incorrect procedure, and involved the infusion cannula only as a referenced component without fault. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.